Manufacturer narrative:
This is one of the two manufacturer reports being submitted for the same event. Reference related manufacturer report (B)(4). H6 device code(s): insufficient device problem information. The manufacturer investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position. The valve was successfully implant. Mr (mitral regurgitation) improved from severe to mild. The patient was placed on eliquis post-operatively. The patient experienced a tia (transient ischemic attack) and was rehospitalized. Noted was a prior history of atrial fibrillation following implantation of another manufacturer's device that was placed prior to the sapien m3 device, as well as a history of stroke and an existing pacemaker. No recent arrhythmias were reported in the setting of cva. The patient was reported to be compliant with eliquis.